Manufacturer narrative:
The customer reported event was confirmed via correspondence with the sales representative. The device was not as it remains implanted. No relevant manufacturing issues were identified as all units met stryker specifications. Due to the device not being returned, the exact root cause cannot be identified.

Event description:
It was reported that; the blade would not go into the body and cage kept migrating interiorly. Cage was left implanted very anterior and had to use excessive malleting. 2 anchors were implanted. After excessive force the blade was finally implanted. Adverse consequences remains to be seen. Patient had hard bone.

Event description:
It was reported that; the blade would not go into the body and cage kept migrating interiorly. Cage was left implanted very anterior and had to use excessive malleting. 2 anchors were implanted. After excessive force the blade was finally implanted. Adverse consequences remains to be seen. Patient had hard bone.